Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device could not startup correctly, was not free from critical errors, was unable to operate on ac or battery power, could not recharge the battery and could not control or generate negative pressure due to the mainboard being defective. No patient harmed, and no injury reported because this was found during service and repair.

Manufacturer narrative:
The device, intended for use in treatment, has been returned for evaluation. A visual inspection reported top and bottom case are damaged. The functional evaluation confirmed that the device could not generate and control negative pressure, establishing a relationship between the reported events and the device. The root cause has been identified as a defective main board. Additionally, it was also confirmed the device was unable to start up correctly, free of errors and it was unable to charge or operate on ac power due to the same root cause. A review of the associated batch manufacturing records confirmed that the device met manufacturing specifications at the point of release. The complaint history review found further instances of the reported event. This investigation is now complete with no further action deemed necessary. We will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.